Event description:
The facility returned the device for service. During service the baxter repair technician reported depleted batteries. The hospital rep stated that there have been no reports of any pt incident involving this pump. No additional info is available.

Manufacturer narrative:
Evaluation summary: the reported condition of depleted batteries was confirmed. The batteries were 64 discharges below alarm threshold. The batteries were replaced. This issue is currently being investigated. Review of the complaint history reveals similar reports have been received for this product for the reported issue.